Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. In addition, the high voltage lead impedance was occasionally unable to be calculated on the rv lead. Provocative testing was performed, and the noise could be reproduced. Rv lead damage was the suspected cause of the event. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the rv lead was capped and replaced to resolve the event. The patient was in stable condition.